Event description:
Code had been called on the pt and CPR was in progress. The respiratory therapist took over resuscitating the pt and observed that the pt's color was poor and that the v care manual resuscitator bag would not ventilate the pt. The bag was disconnected and air was released from the pt. A new bag was obtained and ventilation continued. The biomedical engineer and respiratory supervisor worked collaboratively and concluded that this failure may occur in large pts with high lung resistance and frequent breaths (>20) per minute. The failure was reproduced on a test lung. The duck-bill valve twists and locks down the exhalation valve.